Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device will not switch on with new pad-pak. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2013. Upon receipt at heartsine, the green status led would not illuminate. This was attributed to a current leakage from track 5, which powers the status leds, to other tracks on the membrane. This had resulted in a high current drain and the subsequent depletion of the returned pad-pak, which was incapable of powering on the device upon receipt. The faults could not be replicated with a new membrane fitted. This would confirm the failure of the returned membrane. The device was returned with a reported fault of ¿device will not switch on with new pad-pak¿. The returned pad-pak was released from heartsine on the (B)(6) 2017, approximately 7 months prior to its depletion and the subsequent low battery fails beginning on the (B)(6) 2018. The evidence of corrosion on the speaker assembly and the membrane tail would indicate the device had been stored outside of the recommended conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Device will not switch on with new pad-pak. No patient involved.